Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on april 19, 2019, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2013 by an unknown physician at st. Francis hospital in tulsa, ok. The complaint alleges that the filter is embedded and has tilted. Argon¿s attorneys are attempting to gather additional information.